Event description:
It was reported that bd prn adapter component was damaged on (B)(6) 2024, after the nurse injected normal saline to seal the tube, the child found that the rubber section of the heparin cap had expanded and cracked after returning from the inspection (the needle needed to be removed and punctured again). It was initially determined that it was caused by a rubber quality problem. Report to the department director immediately and re-puncture the indwelling needle and use another heparin cap to seal the tube. The manufacturer (enterprise) has been notified that products with quality problems with disposable heparin caps are brought back to the manufacturer for investigation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. No sample and no picture returned. 2. Review batch record information, 1. The complaint lot-3199594 was produced in the prn automatic assembly line, the production date is 2023-08, and the m860 packaging machine was packaged in 2023-08, and the batch of products totaled 439.6k. 2. Check the process inspection and shipment inspection report of this batch of products. The test results meet the product standards and there is no abnormality. 3.check the production records and machine maintenance of this batch of products, and there are no abnormalities, deviations or rework activities. 3. Perform the leakage test on the retained sample of complaint lot, the test result is pass leakage test is rotary the retained sample to the standard luer connector, inject the standard water pressure, then observe the retained sample: 4. Root cause: due to no sample returned, the detail failure mode cannot observed, the root cause cannot be confirmed; 5. The plant continue pay attention to this defect.

Event description:
No additional information provided.